Event description:
It was reported that at the user facility the power entry module and power cord of the device were burned. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the power entry module and power cord of the device were burned. The user facility was not able to provide any further information regarding the reported event.